Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 450 mg/dl and treated with manual injection. Customer was able to resolve no delivery with a complete set change. Customer declined troubleshooting for high blood glucose. Product would be replaced.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test and the reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Performed the insulin pump manual prime. Visual fluid flow through infusion set and out catheter tip. Concluded that the reservoir was not occluded.